Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01074. It was reported the patient experienced a csf leak during the permanent implant procedure. The physician applied a blood patch and was able to successfully implant the leads. The patient was asymptomatic during the procedure, however; the patient experienced a headache shortly after the implant. As of (B)(6) 2016, the patient's headache had decreased substantially, but was still present. The physician will continue to monitor the patient.